Event description:
Related MFR report: (B)(4). It was reported during an electrophysiology procedure using an inquiry steerable circular mapping catheter, a swartz braided transseptal guiding introducer, and utilizing the velocity system the patient experienced a pericardial effusion. The physician used the swartz introducer to place a guidewire in the left atrium. Transseptal puncture was not required as this patient had a patent foramen ovale. The inquiry circular mapping catheter was then advanced into the left atrium along the guide wire path. The patient then complained of chest pain with no drop in blood pressure. A transesophageal echocardiogram was performed, revealing a small pericardial effusion, which prompted the physician to end the procedure. The patient was transferred to another unit for monitoring.

Manufacturer narrative:
The device was not returned to sjm; therefore, physical evaluation of the product and confirmation of the complaint is not possible. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The root cause classification of the reported pericardial effusion is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.